Event description:
It was reported that during a da vinci-assisted hepatectomy (liver resection) surgical procedure, the user observed that the harmonic ace instrument teflon pad was damaged and got detached (fell off). The user completed the procedure using the backup instrument with no further issues reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The instrument initially worked upon initial installation. The initial report indicated no fallen fragment and it has been clarified during follow up that the teflon pad actually broke inside the patient¿s body and the entire fallen piece was retrieved from the abdominal cavity confirming that it was intact under direct vision.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found teflon pad damage. The teflon pad was dislodged from the clamp arm and the missing piece was not returned with the instrument. Root cause is attributed to mishandling/misuse. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument teflon pad damaged and detached. No conclusive determination can be made based on this analysis. This complaint is reportable due to the following conclusion: during a da vinci-assisted hepatectomy surgical procedure, the teflon pad of the harmonic ace instrument damaged and got detached (fell off). The fragment was retrieved during the same procedure.